Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mez584 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2019 and the suture was used. It was reported that the needle broke in the surgery during suturing of laparoscopic myomectomy. The needle was found and taken out. Another like suture was used to complete the surgery. There were no patient consequences reported.